Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6), 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully. On (B)(6), 2012, the patient experienced exacerbation of her asthma symptoms including cough, decreased breath sounds, and wheeze. The patient was prescribed prednisone and the event resolved on (B)(6), 2012. No hospitalizations or emergency room (ER) visits occurred as a result of this event. On (B)(6), 2012, the patient experienced chest pain. No medical intervention was required for this event. On (B)(6), 2012, the patient visited the ER to see the principal investigator but was not admitted. The ER workup was negative and the chest pain was determined to be not cardiac related. The event resolved on (B)(6), 2012. On (B)(6), 2012, the patient experienced the event of bronchitis. The patient was prescribed azithromycin. The event resolved on (B)(6), 2012. No hospitalizations or ER visits occurred as a result of this event. (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.